Manufacturer narrative:
(B)(4)

Event description:
It was reported that a rise in capture threshold was observed. The lead was explanted when repositioning was not successful. The procedure went well and patient condition was fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.